Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on his back under the therapy electrodes. The irritation was described as a heat rash that was oozing and bleeding. The rash developed into a deep red area with abcess. The patient's physician prescribed an antibiotic cream for the irritation and the abcess was lanced. The patient's medical outcome is unknown.